Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 357.372 with lot number(s) 5496024 is a lot/batch controlled item. The manufacture date of this item is 17-apr-2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review was performed for part# 357.372, lot# 5496024, release to warehouse date: 17-april-2007, manufactured by (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Service evaluation: the customer reported the end cap was difficult to remove when dismantling the instrument for cleaning. The repair technician reported the yellow sleeve was damaged, the pin in the alignment nut broke off, and the top of the inserter was damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was difficulty removing the end cap of the helical blade inserter to dismantle the handle for cleaning. This event occurred during sterile processing. No surgery or patient involvement. During manufacturer service evaluation process, it was identified that the yellow sleeve of the returned helical blade inserter was damaged, the pin in the alignment nut was broken off, and the top of the inserter was damaged. This condition was reevaluated and was determined to be reportable on december 15, 2016. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed. One helical blade inserter (part number 357.372 / lot number 5496024) was received with the complaint category of ¿does not/will not function: sticks/jams/stuck.¿ it was reported that there was difficulty removing the end cap of the helical blade inserter to dismantle the handle for cleaning. This event occurred during sterile processing. No surgery or patient involvement. The complaint condition is confirmed. The alignment indicator was received assembled and showing indents over the surface of the device, including the three extruding prongs. The handle of the device show significant dents and the three distal guide pins each show a worn flat. The alignment indicator could be disassembled with force. It was observed that the internal pin in the alignment indicator is broken. The pin shows a shear fracture at the edge of the inner diameter of the alignment indicator body. The missing portion was not received. While the device could be disassembled, the damage to the pin and the internal surfaces are preventing the easy assembly and disassembly of the alignment indicator with the shaft of the device. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause of the damage was able to be determined however the received condition is characteristic of rough handling and impaction of the alignment indicator. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.